Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving an unknown medication via an implanted pump. On 12-mar-2020 it was reported that the patient was scheduled for a pocket revision on (B)(6) 2020 because the patient had lost a total of 47 pounds (37 pounds since pump placement) and the pump had been flipping in her abdomen. It was first noticed that the patient needed the pump pocket revision in (B)(6) 2020. The issue was not resolved at the time of this report. No patient symptoms were reported related to the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.